Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they couldn't use the third program because they had pain over their spine. Patient also reported that they had some relief with the sixth program but then their symptoms came back. Patient reported they were having frequency and urgency and spasms over the bladder with program one. Program two, three and four didn't work out but the program six was doing good and they didn't have the frequency but then their bladder started acting up again. Patient stated that they were having improvement in their symptoms compared with prior of the implant. Patient also reported that they were implanted first on the left side but the doctor couldn't have all the programs, so the doctor installed then on the left side. Patient reported they had the returning of their symptoms and loss of therapy this week and they have an appointment with their doctor on friday (B)(6) 2024. The patient was redirected to their healthcare provider to further address the issue.